Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer replaced the analog interface printed circuit board and breath delivery unit printed circuit board assembly. The ventilator passed self-tests.

Event description:
It was reported that the ventilator generated a communications error. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.